Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received a message regarding the cartridge not being recognized by the pump. There was no known impact to the customer¿s blood glucose level. A new cartridge was successfully loaded onto the pump to resolve the issue. No additional details were provided regarding the message that was received.